Event description:
Swelling [knee swelling] pain [knee pain] reaction [unevaluable event] . Case narrative: initial information received on 11-jun-2019 from united states regarding an unsolicited valid serious case received from other health professional. This case involves an unknown age female patient who experienced reaction, swelling and pain, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: 1 day). The patient's past medical treatment included synvisc one on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018. Her past medical history, vaccination(s) and family history were not provided. Concomitant medications included lidocaine. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in the left knee (lot - 8rsl059, (B)(6) 2021) as product used for unknown indication. On the same day there was no effusion prior injection. Post injection patient noticed a reaction, swelling and pain on the next day after the injection. On (B)(6) 2019, patient received medrol dospak, compression and ice applied. Also, elevation was also done on (B)(6) 2019. All the events were assessed as serious with the seriousness criteria of intervention required. Final diagnosis was pain, swelling and reaction. Action taken: not applicable for reaction, swelling and pain. Corrective treatment: methylprednisolone (medrol dospak) for reaction, swelling and pain. Outcome: unknown for reaction, swelling and pain. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one; batch number: 8rsl059; with global ptc number: (B)(4). The production and quality control documentation for lot 8rsl059 expiration date (2021-09) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsl059 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2019, there was 1 complaint on file for lot 8rsl059 and all related sub lots. 1 complaint is on file for lot 8rsl059: (1) adverse event report. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on (B)(6) 2019. Additional information was received on 07-aug-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Reaction (unevaluable event). Swelling (knee swelling). Pain (knee pain). Case narrative: initial information received on 11-jun-2019 from united states regarding an unsolicited valid serious case received from other health professional. This case involves an unknown age female patient who experienced reaction, swelling and pain, after she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: 1 day). The patient's past medical treatment included synvisc one on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018. Her past medical history, vaccination(s) and family history were not provided. Concomitant medications included lidocaine. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in the left knee (lot - 8rsl059, 30-sep-2021) as product used for unknown indication. On the same day there was no effusion prior injection. Post injection patient noticed a reaction, swelling and pain on the next day after the injection. On (B)(6) 2019, patient received medrol dospak, compression and ice applied. Also, elevation was also done on (B)(6) 2019. All the events were assessed as serious with the seriousness criteria of intervention required. Final diagnosis was pain, swelling and reaction. Action taken: not applicable for reaction, swelling and pain. Corrective treatment: methylprednisolone (medrol dospak) for reaction, swelling and pain. Outcome: unknown for reaction, swelling and pain. A product technical complaint was initiated and results were pending for same.